Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons of the insulin pump were hard to press. Blood glucose level at the time of the incident was 461 mg/dl and treated with bolus. Blood glucose has been over 300 mg/dl the past week. The customer did not recall any significant events leading up to this issue. The customer stated that the time clock advances when monitored for one minute. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The product will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to flattened dome switch on esc, act, up arrow and down arrow button. Connector was inspected and locked on lcd board. No button error alarm during testing. Insulin pump passed displacement test, self-test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test and occlusion test.